Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an intermittent operation and corrosion on the inside of the battery compartment. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection upon receipt revealed contaminant in battery compartment. Functional inspection indicated the device reports sen off with masimo sensor, customer sensor, and masimo tester. No unexpected power offs were observed during 30 minutes of testing. Internal inspection isolated the failure to a component of the technology board (j1). Wiggling the component resulted in intermittent successful measurements and sensor off messages. A service history record review reveals that this unit was in the field for over five (5) years with no previous issues related to this reported event.

Event description:
The customer reported an intermittent operation and corrosion on the inside of the battery compartment. No patient impact or consequences were reported.